Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Upon completion of the troubleshooting, it was determined that the breastshields may be the wrong size. The customer was sent 21 mm breast shields and breast shield inserts to try. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. The customer also indicated that the different sized breast shields seemed to be helping. The customer's original pump was received and evaluated and it passed suction and cycle specifications. The customer's original report that her original pump was not emptying her breasts could not be confirmed and this report that the replacement pump was not expressing milk can be attributed to a breast shield sizing issue. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her freestyle breast pump was not expressing her milk, though her nipple was being pulled. The pump was a replacement which the customer received after reporting that her original pump was not emptying her breasts and she was getting engorged and developed a clogged duct which turned to mastitis, for which she was prescribed an antibiotic.